Event description:
Port was implanted on (B)(6) 2023 for the purpose of medication for pots disease. Catheter-related infection was diagnosed on (B)(6) 2023. Occlusion of the catheter was diagnosed on (B)(6) 2023. The port was removed on (B)(6) 2023.

Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).